Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the right ventricular lead exhibited high capture threshold. Patient did not experience any adverse events. The lead was capped and replaced on (B)(6) 2017. Patient was stable during and after the procedure.